Event description:
It was reported that the pump was running at a rate of 12.5ml/hr. The nurse shut the pump off, changed the intravenous bag, turned pump on and re-started the infusion and noted that the pump was running at a rate of 125ml/hr. There was no resultant pt complication.